Manufacturer narrative:
Initial and final MDR (B)(4)- MDR device 1 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that eight infusion set cannula was bent due to which hyperglycemia occurs within 3 hours of insertion. Infusion set was placed in abdomen and butt cheek. Blood glucose level was 300 mg/dl. Event occurred from (B)(6) 2024 to(B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available